Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and removal of common bile duct stones procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the distal tip of the device detached in the common bile duct of the patient. Reportedly, the detached part was retrieved using a spybite forceps. The procedure was completed with another extractor pro rx retrieval balloon device. There have been no patient complications reported as a result of this event.